Event description:
Reporter noted posterior capsule tear occurred during phaco; anterior vitrectomy performed. System displayed fluidcs error message when switching from I/a to vit. Rebooted system and completed case. Stated capsule tear was not related to unit function.